Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported that patient experienced a rash at the ipg site post ipg replacement. As a result, the patient was administered topical ointments and benadryl to address the issue.